Event description:
During product analysis of a vns lead for a reported high lead impedance event, the manufacturer identified that the vns lead pin was not fully inserted into the generator header. No anomalies were noted with the vns generator. The set of setscrew marks found near the end of the vns lead connector pin indicated the connector pin had not been fully inserted into the cavity of the pulse generator at one time. The observed location of the canted spring marks suggests there may have been intermittent contact with the generator. The high lead impedance/lead fracture event is being reported via MDR# 1644487-2009-01316.

Manufacturer narrative:
Manufacturer performed analysis of lead pin insertion/generator header interface. Manufacturer confirmed incomplete lead pin insertion as evidenced by the location of canted spring marks suggesting there may have been intermittent contact with the generator. Device failure is suspected, but did not cause or contribute to a death or serious injury.